Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge 300 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. There was no adverse impact to the customer¿s blood glucose value. Customer continued to use the existing cartridge.